Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument and completed the device evaluation. The instrument was analyzed and was found to have one severely bent grip, causing misalignment of the grips. There was a 0.50 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The customer provided an image of the instrument with no obvious damage. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument stopped firing. The customer replaced the medium-large clip applier instrument with a backup instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed the medium-large clip applier instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle with the weck hem-o-lok medium-large polymer clip at the third clip application attempt. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) manual.